Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation in 2009, a rx pre-curved ercp cannula was used during a procedure. According to the complainant, during advancement of the guidewire, a tear was noted at the proximal end of the catheter. The procedure was successfully completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.